Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormalities with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2e / k2 edta blood collection tubes had spots on the tube wall.